Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that replacing the batteries resolved the issue and it worked just fine. The patient also reported that the lead movement was not enough to bother anything. The patient claimed the serial number of the trial stimulator was (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient controller could not find the device. She has removed the batteries from the controller and still the device could not be found. The patient mentioned that the battery on the ens (external neurostimulator) was drained. Extra batteries were provided by the doctor. The patient also mentioned that the wire came out about a few inches.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported conflicting information that replacing the batteries did not resolve the issue and that they had to get in touch with bethany for the part number. The patient reported again that the wires moving did not affect the running of the equipment. The patient reported the model number of their current programmer when asked for the serial number of the trial stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.